Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the occlusion alarm was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.